Event description:
A healthcare worker (hcw) was diagnosed with ventricular extrasystoles. The healthcare worker's symptoms included palpitation and shortness of breath. The physician, a specialist in cardiovascular internal medicine, who examined the hcw stated that the symptom was a result of a chemical agent. The hcw has worked since (B) (6) 2009 in the endoscopy room processing scopes in the endoclens.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, trending by product line, failure mode effects analysis, system hazard use misuse analysis, and health hazard analysis. The DHR (device history review) for cidex opa was unable to be reviewed as the lot number was not provided. Trending analysis for hr-allergic symptoms associated to the cidex opa was reviewed and the overall trend has been below the upper control limit. The fmea (failure mode effects analysis) score for user allergic symptoms is below the threshold of 100. The shuma (system hazard use misuse analysis) assessed the risk as a category 1 or "broadly acceptable." The hhe (health hazard evaluation) was reviewed with a hazard/risk index of 3, which indicated the associated risk is none/negligible. The (B)(4) began (B)(4) 2009 as washing staff. The (B)(4) went to cardiovascular internal medicine on (B)(4) 2009 and was diagnosed as ventricular extrasystoles as a result of an electrocardiogram examination. It was reported that the hcw has never experienced cardiac disease. On (B)(4) 2010 the hcw visited her doctor due to worsening of symptoms (initial event date was (B)(4) 2009). At this visit, the physician indicated it would be to the patient's benefit if she was not exposed to disinfectants in view of the patient's physical status. The hcw was prescribed an unknown medication and hospitalization was not required. The hcw has recovered and returned to work. The hcw has a history of rhinitis and ventricular extrasystoles. The ventricular extrasystoles was thought to be from stress. Thus the physician considered that the direct cause of the (B)(4)'s symptom is not disopa. The endoscope disinfecting room is about 16 square meters and has a ventilating fan and there are no windows. The door of the room was kept open. The room has a total of 6 endoscope reprocessors. The air exchanges have not been measured. The disopa specific solution lot number was not reported. No product was returned for evaluation.